Manufacturer narrative:
The complaint of backflow of fluid / bleedback on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 involving a microclave¿ clear neutral connector. It was reported that it was allowing backflow of blood/leaking in central line. Needleless connector septum was stuck in an open position. It was attached to the central line hub and noticed to be leaking and was backflowing blood from patient. The background was ards (acute respiratory distress syndrome)/ECMO (extracorporeal membrane oxygenation) with left femoral line. The patient was an 11yrs old female. The location where event occurred was in hospital at picu. There was patient involvement and unknown adverse event.